Manufacturer narrative:
Date rec¿d by MFR : 25sep2019, date of report : 02oct2019. The service technician performed the performance verification. The battery did not hold the charge when tested. The service technician has received the new battery and changed it. The device was returned to the service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had battery failure. The customer reported there was no patient involvement.